Event description:
It was reported that, revision reverse shoulder replacement due to patient falling over and fracturing -humeral system flex 4b stem replaced with a 7b long and cemented - new tray and poly of same size reimplanted. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.